Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and was completed using another system. The philips field service engineer (fse) inspected the system onsite and identified that the device had low image storage. Review of the system log file showed image processor pc startup errors and verified the user deleted cases. The fse recreated image disk storage, after recreating the image disk, the system was returned to use in good working order.

Event description:
It was reported to philips that the device had low image storage and was unable to perform procedures. The device was in clinical use at the time of the event. No harm to the patient or user was reported.